Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left bundle branch area pacing (lbbap) lead was noted to exhibit high capture threshold resulting in loss of capture. Upon lead repositioning attempt, the helix of the lbbap lead failed to retract. Multiple attempts were done to retract the helix and lead body from the septal tissue but were unsuccessful. The lbbap lead was capped and was replaced on (B)(6) 2025. The patient was in stable condition.